Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This is related to the device dreamstation humidifier. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer. The manufacturer confirmed evidence of foam degradation which was observed in the base unit. There were some secondary findings. During investigation, orange contamination found on the bottom of both base unit and humidifier. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath. Evidence of water ingress on the blower and blower box enclosure. Bio contaminant was found on flip lid seal of humidifier. Corrosion on p4 power port. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.